Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further details will be provided. The external visual inspection revealed tool damage to the top and bottom covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly a non-user of the device. The recipient presented with headaches and disequilibrium. The recipient's device was explanted. The recipient was not reimplanted.